Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reportedly, it seems like the blue and red connectors are shorter than other lots as they are not attaching correctly, and the customer facility is experiencing blood leaks. This is the connector that attached to the patient needles. The leakage has been occurring every day this week. The leakage has not really been tracked as the technician report ongoing throughout the day - seems to be occurring about five times a day. The leakage has been noted right away - so far not a huge issue for blood loss but the facility concerned about the potential for patient harm. I am reaching out because we have recently been seeing issues with our b braun bloodlines (air in the lines).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) unused samples were provided for evaluation. Upon visual inspection of the returned samples, no visual defects were identified. The samples were leakage tested following design input requirements by creating a close system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.